Event description:
Healthcare professional reported approx. Three weeks after injection with juvederm ultra xc in the oral commissures and perioral area, the patient developed "redness" at the injection sites and marionette lines. Per the healthcare professional the patient was assessed by a dermatologist and treated with "antibiotics" in order "to relieve the symptoms".

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "redness" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the treating healthcare professional; therefore, add'l event, product, or patient details are not attainable. Device labeling: adverse events - the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance- the most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks.